Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter (plastic) was found inside tube with a bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: blood was collected in a 4ml edta tube by the phlebotomist at the (B)(6). The sample was placed in an analyzer and the analyzer flagged a clot. They opened the tube and found a piece of plastic in the sample.

Event description:
It was reported that during use foreign matter (plastic) was found inside tube with a bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: blood was collected in a 4ml edta tube by the phlebotomist at the redland hospital. The sample was placed in an analyzer and the analyzer flagged a clot. They opened the tube and found a piece of plastic in the sample.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.